Manufacturer narrative:
(B)(4).

Event description:
The dentist reported 4 months after the dental implant was installed in intraoral region #18, it was verified its non osseointegration, patient had bone type ii.